Manufacturer narrative:
The investigation determined that a higher than expected vitros bhcg result was obtained from a single patient sample when compared to the redraw and repeat testing results, using a vitros bhcg reagent on a vitros5600 integrated system. The assignable cause for the higher than expected vitros bhcg result could not be determined. Based on historical quality control results, a vitros bhcg lot 3110 performance issue is not a likely contributor to the event. There is also no indication of an instrument malfunction and unexpected instrument performance is not a likely contributor to the event. However, it cannot be completely ruled out as within run precising testing was not completed at the time of the event prior to customer and ortho fe intervention. Additionally, pre-analytical sample processing cannot be ruled out as a contributing factor, as it was not possible to establish if the customer was following the sample collection device manufacture¿s recommendation for sample centrifugation. Therefore, improper pre-analytical sample handling could have contributed to this event, although this could not be confirmed. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros product bhcg, lot 3110. Email address for contact office is (B)(4).

Event description:
The investigation determined that a higher than expected vitros bhcg result was obtained from a patient sample when compared to the redraw and repeat testing results, using a vitros bhcg reagent on a vitros 5600 integrated system. Result of 269 iu/l versus expected result of <0.7 iu/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected, vitros bhcg result was reported from the laboratory. No treatment was initiated, altered or stopped based on the reported bhcg result and a corrected report was later issued. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).